Event description:
Doctor did an lumbar vertebra (l3-l4) lateral lumbar interbody fusion (xlif) with nuvasive equipment and implant. During implantation of the xlif peek graft, the cage broke at the inserter and peek. Graft was removed and a new graft was inserted.